Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03567 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03947 has been identified to be a duplicate and should be nulled.

Event description:
The customer called into technical support (ts) reporting that the device had ongoing issues with the occlusion alarm and in recognizing ac power. The customer reported there was no patient involvement at the time the issue was discovered.